Event description:
The customer reported that during a cystectomy, the device blade came out of the track and was protruding from the jaws. The incident device was returned and a visual inspection confirmed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.